Event description:
It was reported that the customer had issues with the insulin pump's escape and act buttons. The escape and act buttons were not working. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.